Event description:
It was reported via repair work order that the bed was experiencing phantom motion due to the hi/lo lower button on the patient left siderail being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.